Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. After hearing the report, tac noted that there was likely an internal issue with the subject device and the customer should return it for repair. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his visera 4k uhd camera control unit was presenting an e312 error code during use. Additional details relating to the patient and the event have been requested, but are all unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 6 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. According to the instruction manual, section 9.2 "troubleshooting guide" states: ¿the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. When troubles or failures other than those listed in the following table are observed, turn the camera control unit off and turn it on again. If the problem still cannot be resolved, return the camera control unit for repair as described in section 9.3, ¿returning the camera control unit for repair¿.¿ olympus will continue to monitor field performance for this device.